Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: h3, h6, h11. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, water invaded the electronic components (such as the image sensor unit/circuit board) inside the connector, which led to the reported event. The light guide connector was immersed and the bending cover had leakage. The image was normal after drying. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the subject device gave a communication error (error code e315). The facility finished the procedure with a replacement device. The issue occurred during preparation for use for an unspecified procedure. There were no reports of patient harm.